Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer using reaction vessels of lot 73319p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of lot 74118p100. There was no adverse impact to patient management reported.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were not biting the mucosa. Reportedly, the cups were blunt which led to more bleeding. However, no intervention was required to stop the bleed. Additional information received stated that the forceps could not open and that 'the wing wires seemed to have snapped and looked like the forceps had wings.' A device was received and a preliminary evaluation determined that the clevis arms were bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.